Event description:
Procedure: lap. Prostatectomy. According to the reporter: the balloon erupted, although it was inflated with 20 cc only. A new instrument was used to complete the procedure. No pt injury was reported.